Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, image failure occurred due to video function failure caused by flooded head part, imaging part, and cable part. The cause of internal flooding could not be identified. It was also confirmed that there is twist on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Strong impacts could damage the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the hd autoclavable camera head had bad image. The issue was found during inspection for use a procedure and it was completed with the same device. Inspection and testing of the returned device found that there was no image as the cable was submerged. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the the cable part was twisted and the connector part had a punch. It was also noted that the head scope mount was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.